Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-01103. The customer was not using MFR batteries. The fsr replaced the suspect batteries with MFR batteries. Preventive/ corrective maintenance was completed successfully. The unit operated to MFR specifications and was returned to clinical use.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered the battery module does not work. The only light emitting diode (led) lit was the battery charging led. The battery indicator led was not lit. There was no pt involvement.